Manufacturer narrative:
(B)(4). Evaluation results: (patient morphology likely prevented crossing of lesion), (pre-dilation of lesion recommended and force was used), (failure to deliver stent and stent deformation). Conclusion/results: (patient morphology), (lesion was not predilated and force was used). Results and conclusions: (stent damage likely caused by retraction of device through touhy).

Event description:
An endeavor sprint rapid exchange (rx) stent was planned to be implanted in the circumflex. The circumflex lesion had 80-90% stenosis and moderate calcification and tortuosity. Prior to use, the device was inspected with no issues noted. Lesion was not pre-dilated, the endeavor sprint rx was passed over the .014 wire and to the lesion. Stent did not pass the lesion and the physician put pressure on the system to push it into the lesion. This did not work and the physician decided to pull the endeavor sprint rx out and pre-dilate the lesion. The device was withdrawn to the touhy and then resistance was encountered pulling it out. At this stage, it was noted that stent struts were sticking out. Evaluation summary: the device was returned for evaluation. The 11th distal stent segments was raised, deformed and pulled distally. A protective sheath could not be placed over the stent due to the raised stent struts. The od measurement of the damaged 11th distal stent segment was outside specification.